Manufacturer narrative:
Correction: b5, d4: model #. B5: update "under infused" to "over infused". H4: the lot was manufactured between august 7, 2023 - august 9, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused. The expected infusion time was 48 hours; however, the device completed after approximately 33 hours and 40 minutes. The device was filled with 3000mg of fluorouracil diluted in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.